Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient continued with a persistent bacterial driveline infection. The patient was treated with a wound vac, underwent debridement procedures, and remained ongoing with antibiotics. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in this IFU as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device is 5 years, 10 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.